Event description:
It was reported that the image on the 9600+ system appears to be unfocused. The case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image intensifier (ii) and the power supply. The system was tested and found to the working as intended and placed back into service.